Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a device history record (DHR) review was conducted previously on legacy complaint (B)(4). The DHR analysis of batch 2372665 shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance.

Manufacturer narrative:
Product complaint #:(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr xl revision. Claimsuite alerts received. Reason for revision: pain records alleges elevated cobalt level, osteolytic lesions and overlying tumor. Doi: (B)(6) 2007 dor: (B)(6) 2021 right hip.